Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned headway microcatheter found the distal end flattened. An in-house guidewire encountered resistance when attempting to advance into the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to not be fully flared at the hub joint and with the lumen coil exposed, which would have resulted in the resistance encountered. The exposed coil was protruding into the lumen. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened distal end, but the damage is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed lumen coil and lumen flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was initially reported that during the procedure, after the preliminary preparations were completed, the physician attempted to implant the stent using the microcatheter guided by the guidewire. However, excessive resistance was encountered when advancing the microcatheter. The stent was inside the microcatheter and encountered resistance pushing / delivering. The procedure was completed after replacing it with a microcatheter of the same model. The patient was reported to be fine. When the device was received and analyzed, the microcatheter exhibited exposed lumen coil at the hub joint.